Event description:
A site reported a loss of telemetry monitoring due to an alleged hard drive failure. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.